Event description:
It was reported the patient had inadequate pain relief. The impedance measurements were >1600, the lead was fractured, and the electrode on the side of the lead had stopped working. The lead and stimulator were replaced, and both the extensions were explanted but not replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).